Event description:
Home pt(hp) reported being diagnosed with peritonitis while using the homechoice cycler for apd therapy. Hp states he experienced pain during therapy and noted cloudy effluent. According to the hp, he was examined at dialysis facility and given vancomycin and gentamicin. Hp states a culture of effluent was also taken. Follow-up with the healthcare professional(hcp) revealed no organism was grown through culture of effluent. Hcp states she does not know what to attribute peritonitis to but does plan to retrain the hp on proper aseptic techniques. Hp states he does not attribute the homechoice cycler to peritonitis episode.